Event description:
A malfunction alarm, identified as alarm 20, was reported with the pump during cartridge loading. There was no reported impact on the customer¿s blood glucose level. Technical support decided to replace the pump, and the customer was informed of the necessary replacement process, including instructions for returning the problematic pump. However, the customer declined to share information regarding backup insulin therapy.